Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal system 3.8mm failed to load properly. The seal remained inside the loader when the delivery device was pulled. The device was not used on a pt. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot number. There was no nonconformance recorded in the lot history. (B)(4).